Manufacturer narrative:
Investigation summary: the event unit as returned for evaluation. Upon visual inspection, engineering observed the unit was returned in the latched position with the jaws fully closed and eschar buildup around the outside the jaws of the device. Engineering confirmed the event as the blade trigger was restricting the return of the handle, which prevented the jaws from opening. Engineering disassembled the device and found eschar buildup in the jaws. After the eschar was removed, blade functionality was restored. The blade was actuated and engineering confirmed that the blade was able to retract smoothly along the full length of the jaws. The root cause of the event is eschar trapped jaws of the device. The instructions for use (IFU) warns the user that "build-up of eschar can negatively affect sealing and cutting performance...use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.

Event description:
Additional information received from the sales rep on 12 may 2017: the surgeon used another instrument to release the device by apparently cutting around the jaws.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
In fact, during an operation (resumption of amputation of the rectum), the operator informs us of the following malfunction: "the device stopped working, impossible to spread the jaws. The device had to be torn off, a second device was used ". The lot concerned is 1277034, the device was kept and available at the pharmacy. Disinfection made but there are still pieces. Original: "en effet, lors d?une intervention (reprise d'amputation de rectum), l'opérateur nous informe du dysfonctionnement suivant : «la pince s'est arrêtée de fonctionner, impossible d'écarter les mors. Le dispositif a dû être arraché, un second dispositif a été utilisé». Le lot concerné est le 1277034, le dispositif a été conservé et à disposition à la pharmacie. Désinfection faite mais il reste des morceaux". Procedure performed: resumption of amputation of the rectum. Type of intervention: unknown. Patient status: unknown.

Manufacturer narrative:
Updated patient status. Refer to follow up 01 for investigation summary.

Event description:
Patient status- no patient injury or illness occurred associated with the complaint event.